Event description:
It was reported by the staff that the patient reported that his controller would change power source from one port to the other earlier than expected. As it was unclear which batteries were involved and the patient was not able to come to hospital, all the batteries and controller were exchanged. There was no effect on patient. Patient is doing fine. This issue is resolved. The pump remains implanted. It was reported that the batteries and controller will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This is five of five reports submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controllers were exchanged but were not returned to the manufacturer for evaluation. The four batteries were exchanged and returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated controllers met all requirements for release. The returned batteries (B)(4) passed visual inspection and functional testing. Battery (B)(4) passed visual inspection but failed functional testing. During ti testing the battery exhibited a 5% max error, indicating the battery is out of calibration. Battery (B)(4) passed visual inspection but failed functional testing. During ti testing the battery exhibited a 6% max error, indicating the battery is out of calibration. The 'high max error' revealed during testing of batteries (B)(4) is an incidental finding and not related to the reported malfunction. The reported event was not confirmed via the log files. Log files covering the event date were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the 'power switching' event is a communication error between the controller and battery. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-00476, 3007042319-2015-00477, 3007042319-2015-00478, 3007042319-2015- 00479 and 3007042319-2015-00480) submitted for devices related to the same event.

Manufacturer narrative:
The pump remains implanted. It was reported that the batteries and controller will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to always keep a spare controller available at all times. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is five of five reports (3007042319-2015-00476, 3007042319-2015-00477, 3007042319-2015-00478, 3007042319-2015-00479 and 3007042319-2015-00480) submitted for devices related to the same event.